Event description:
The complaint was reported as: the customer alleges that the connectors of the anesthesia bags for the anesthesia circuit system were found cracked. No report of patient injury.

Manufacturer narrative:
The actual lot numbers are unk. The suspect lot numbers are reported as: 02d1102812, 02e1001965, 02h1002326, 02j1002682 and 02l1100768. A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history records of batch numbers 02d1102812, 02e1001965, 02h1002326, 02j1002682 and 02l1100768 have been reviewed and no issues or discrepancies were found related to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed since the defective sample or a picture of it are unavailable to perform a proper investigation and determine the root cause. However based on a similar complaint, the root cause could be related to the molding process of the fitting adaptor (p/n 10503), a slow injection process of the resin into the mold could cause that the weld line was not strong enough, causing a crack when the fitting adaptor was stressed. Currently, this product code is running on the nl003 which is the machine that is validated under the decouple method. The actual inventory of the fitting adaptors belongs to this machine and was inspected by the defect.